Event description:
It was reported that the green plastic broke during case.

Manufacturer narrative:
The femoral impactor was returned and evaluated. A visual inspection found that the anterior arm cover has broken off; it was not returned with the device. The device was manufactured in 2014 and has wear and use damage on the bumpers. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. Reviewing the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed.